Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported the tampon fell apart leaving pieces inside. She experienced foul odor, itching, redness, and swelling around vaginal area and yeast infection.